Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the display on the patient's onetouch ping meter appears burned from the inside of the screen. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue was discovered on (B)(6) 2012 (at 12pm). Just prior to the discovering the product issue, the reporter indicated the patient was experiencing symptoms of shaking and lightheadedness. The reporter, however, denied the patient received any form of medical intervention after the noticing the alleged display issue. During troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the patient has a backup meter. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue was discovered. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.